Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Max vpace impedance rises from an approximate baseline of 650 ohm to greater than 4000 ohm on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). One thousand four hundred fifty eight (1458) of 1764 lifetime v-sic occur since (B)(6) 2013. Fifteen non-sustained tachycardia and 5 ventricular fibrillation episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing. The lead fractured and caused inappropriate therapy for the patient. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg, implantable cardioverter defibrillator, (B)(6) 2008; 407652, implantable pacing lead, (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.